Event description:
It was reported that; a close family friend had hip surgery back in (B)(6) 2007 and said it was a stryker hip. She¿s been in a lot of pain and is thinking about getting a revision surgery. She mentioned something to my mother about the implant being too long.

Manufacturer narrative:
The exact cause of the event could not be determined because limited information was provided. The returned device, device information, and medical records are needed to further investigate the event.

Event description:
It was reported that; a close family friend had hip surgery back in (B)(6) of 2007 and said it was a stryker hip. She's been in a lot of pain and is thinking about getting a revision surgery. She mentioned something to my mother about the implant being too long.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).